Event description:
Dental assistant reported that an implant failed due to bone loss. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design reequirements. Co was able to review the product's lot history because the lot number was not available from the doctors office.